Event description:
Related manufacturing reference number: 2017865-2021-39703, 2017865-2021-39704. It was reported that the patient presented with a pocket infection. The implantable cardioverter defibrillator, right atrial and right ventricular leads were explanted. The patient was in stable condition.